Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe would not fit smoothly into the cannula. The laser probe was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The customer did not return a sample for an evaluation. The probe was manufactured on august 15, 2016. There were (B)(4) paks associated with this lot. Based on company assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined (B)(4).

Manufacturer narrative:
There were two 23ga probes were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformities. The laser probes were inserted into a 23ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip. The laser probes tips were measured using the 23ga needle length gauge, where the nitinols were found to not meet specifications as they were too short. The root cause of the reported event can be attributed to the shorter than specification laser probe nitinol tip. However, how or when the product became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).